Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator's ventricular output conncector was broken. Analysis also found that the lower case and both bail covers were broken, that the upper case, battery release and the ring cover were contaminated, one case screw was missing, the battery drawer was damaged and contaminated and that the liquid crystal display was out of specification, it was missing pixels. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator was missing a part from its ventricular port, which kept the ventricular lead from staying connected to the port. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator was missing a part from its ventricular port, which kept the ventricular lead from staying connected to the port. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.